Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional perclose proglide devices referenced are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in an unspecified vessel was attempted using a proglide device after an abdominal aortic aneurysm procedure. Reportedly, the proglide misfired. Two other proglide were used with the same result. Hemostasis was achieved by an unspecified method. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.